Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.